Event description:
Dentist used two new handpieces during normal composite filling procedures with two different patients. One female patient received minor laceration in the mouth during a procedure, due to a bur that was coming out of the handpiece. No specifications of the bur could be provided but the office did indicate that it was an ss white bur. Dentist applied on some antiseptic on the small laceration received. Male patient almost swallowed the same type of bur but dentist was able to be retrieve with no patient harm. Office indicated that they unable to determine which serial number handpiece was with what patient. The burs were coming out fairly easy for new handpieces.

Event description:
Dentist used two new handpieces during normal composite filling procedures with two different patients. One female patient received minor laceration in the mouth during a procedure, due to a bur that was coming out of the handpiece. No specifications of the bur could be provided but the office did indicate that it was an ss white bur. Dentist applied on some antiseptic on the small laceration received. Male patient almost swallowed the same type of bur but dentist was able to be retrieve with no patient harm. Office indicated that they unable to determine which serial number handpiece was with what patient. The burs were coming out fairly easy for new handpieces.